Event description:
Customer reported an rh discrepancy on the echo. A patient sample was tested three times on the echo and resulted o negative. Manual tube testing resulted positive with the anti-d reagents.

Manufacturer narrative:
Review of result images identified bubbles in the anti-d (monoclonal blend) wells. The instrument operator manual states: "inspect all reagents and controls for the presence of foam before placing on the instrument. Do not vigorously agitate blood grouping anti-sera or controls. Shaking will produce foam in the vial that can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error."